Event description:
A malfunction was reported on the customer's pump, but no notable events occurred prior to the incident. The customer's blood glucose level did not exceed 500 mg/dl, indicating it was within a safe range. Since the pump was out of warranty and the malfunction code was not resettable, technical support arranged to replace the pump. The customer did not have a backup insulin therapy and planned to contact their healthcare provider for assistance. Additionally, the customer expressed interest in obtaining an out-of-warranty loaner pump.